Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 353 mg/dl. The customer visited the emergency room, where hyperglycemia was treated with insulin pump. The customer reported symptoms including feeling sick/unwell and vomiting. The event involved product(s) mmt-7040ma, mmt-332a, unomedical, mmt-1884. Troubleshooting was performed. The customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was not active at the time of the event. The customer requested assistance with pump programming. Assisted customer with requested programming. Transmitter ID was programmed into the pump. No further patient complications were reported. No product return is required for mmt-7040ma, mmt-332a, unomedical, mmt-1884.

Manufacturer narrative:
Information was corrected that had not been required to be included in the initial report as per the medical safety review. Hence, it needed to be corrected with this follow-up report from the below sections: b1 (product problem) ¿ deselected b5 ¿ corrected summary h6 ¿ removed medical device problem code 3283 and added 2993. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary as per medical safety review comments : the customer alleged loss of communication was not applicable since the transmitter was not in use.